Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. The problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:25:34. During night drain cycle 12, the patient's ultrafiltration reading was 815ml, indicating the home patient (hp) drained 815ml more than their maximum programmed fill volume of 1000ml. No additional information is available.